Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The processor had suffered severe moisture damage and was not functioning properly. Consequently, it was discovered that several circuit boards had been affected by the moisture damage and were failing - as noted in b. Furthermore, the front of the unit as well as the base plate were damaged and the video connector had no support for the camera heads. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their olympus evis exera iii video system center due to a processor defect. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the printed circuit board had failed. This report is being submitted to capture the failing printed circuit board.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomena were duplicated. It was determined that the subject device suffered from moisture damage, and various circuit boards were affected and damaged. Olympus will continue to monitor field performance for this device.